Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 removed, replaced with 2616.

Event description:
It was reported that this was a closure using a proglide device relative to a transcatheter implantation of aortic bioprosthesis procedure. Reportedly, it was noticed that when the device was removed, its suture came with it, not being pre-fixed to the vessel. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.